Event description:
The microcatheter was found to be bent during prep. The catheter was removed and replaced with no harm to the patient. Clinical site notifies manufacturer rep directly regarding returns/credits/event details.